Event description:
The patient indicated his stimulator was nonfunctional and did not work anymore. It was unknown how long or why, but had not followed up with his heath care provider (hcp). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v000984, implanted: (B)(6) 2006, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).